Event description:
The user facility reported that during a bypass procedure, the tubing line became disconnected from the venous reservoir where it had been attached by the user. The reported blood loss was estimated to be one liter. The user facility reported that there was no patient injury and the procedure was completed without any further complications. Additional event specific information was not available.

Manufacturer narrative:
Method - the involved device was not returned for evaluation. Therefore, the failure investigation was limited to a review of user facility information and quality records. Results - is based upon evaluation of user facility information. Conclusions - is based upon evaluation of user facility information. A review of the device history record confirmed that the pack was built to customer specifications and did not indicate any production related problems. A review of the complaint files confirmed that there have been no previous reports related to this lot number or product code. There is no indication of a device defect or malfunction. The involved connection was made by user facility during set-up without tie-banding. The convenience kit labeling does state, "band all connections in the circuit" and recommends to carefully observe all connections before and continuously during use. All available information has been placed on file in quality assurance for tracking, trending, and follow-up.